Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead had caused a perforation. The physician noted that the rv lead was, "a subclavian artery access and crossed the aortic valve into the left ventricle." The rv lead was explanted and the physician repaired the patient's subclavian artery perforation. It was further noted that there was placement difficulty and it was unknown if the difficulty was due to the patient's anatomy. No further patient complications have been reported as a result of this event.